Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/53 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lot/ serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿atrial fibrillation ablation using second-generation cryoballoon.¿ new armenian medical journal. 2018; 12(1):64-71. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon ablation system: there was one (1) patient who experienced atrial flutter, and had subsequent radio-frequency ablation done to resolve it; and one (1) patient who had post-operative bleeding. There were also 15 patients who experienced phrenic nerve palsy (pnp); all cases had resolved within 12 months of the procedure. There were 93 patients who required cardioversion during the procedure to restore sinus rhythm. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lot/ serial numbers. The status/location of the cryoballoon system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.